Event description:
Temperature alarm 11 were reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support initiated a return merchandise authorization to replace the pump, confirmed the customer's shipping address, and informed the customer that a replacement pump would be used to maintain uninterrupted insulin delivery.